Event description:
It was reported that the right ventricular (rv) lead had dislodged and showed a significant drop in r-waves. The rv lead also experienced high defibrillation thresholds. A left ventricular (lv) lead was added due to the high defibrillation thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).